Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying 'door open' on the pendant when it was closed. The healthcare provider (hcp) tried hugging the gantry with no change. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000010, ubd: unknown, UDI#: unknown. Work order complete: h3, h6). A manufacturer representative went to the site to test the imaging system. It was reported that the rotor bumped out of position. The rotor was realigned, and proper operation was verified. Staff instruction was provided. System checkout was performed, and the system operated within specifications outlined in the advanced service manual. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.